Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump display was blank. The device was used to conclude the procedure. There were no reported adverse consequences to the pt as a result of this event.